Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient tested 5.0 inr on the coaguchek xs system while a professional coaguchek xs plus system returned as 3.8 inr. No actions taken based on the device results. No adverse event reported. Requested return of suspect system.